Manufacturer narrative:
Expiration date should have been 21-aug-2017. UDI=(B)(4) additional suspect medical device component involved in the event: model#: sc-2316-50 serial#: (B)(4), description: infinion 1x16 perc lead kit-50 cm the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having inadequate stimulation. It was also reported that there were high impedances on the leads. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50 serial#: (B)(4) description: infinion 1x16 perc lead kit-50 cm the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having inadequate stimulation. It was also reported that there were high impedances on the leads. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.